Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that an unspecified patient event involving a free flow issue occurred between (B)(6) of 2019. The report source did not provide any information regarding the device identifier(s), nor any patient or event information. No products were provided for investigation as it was reported that the issue was ¿taken care of¿ and they ¿did not want an investigation¿ of the event. Although requested, no further information was made available.